Manufacturer narrative:
A ge svc rep performed an on site investigation. The left monitor was replaced. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system's left monitor would go black intermittently. No pt injury was reported.